Event description:
The user facility reported that the guidewire "became bent and unusable" when attempting to load the guidewire into the port of the extractor pro xl device during an ercp procedure. The following information was provided by the user facility: the problem occurred outside of the patient; the procedure was completed successfully using another of the same device; there were no patient complications; and the patient condition is reported to be "stable."

Manufacturer narrative:
The involved device was returned and is currently in transit to the manufacturing facility for complete evaluation. Preliminary visual examination of the returned guidewire confirmed that a portion of the polyurethane coating had been damaged in several places exposing the core wire. A review of the complaint files confirmed that this lot has not been reported previously. There is no available evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted when the returned sample evaluation has been completed. (B)(4).